Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the left anterior descending (lad) artery. A 2.25x16mm promus element ¿ drug eluting stent was selected for use and advanced but failed to cross the lesion and the stent body was bent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
The stent delivery system was returned for analysis. There were no issues noted with the profile of the bumper tip. The crimped stent was visually and microscopically examined and no issues were noted with its profile. There were no issues noted with the profile of the balloon. The balloon wings were tightly wrapped and the balloon was not subjected to positive pressure. There were no issues noted with the devices inner and markerbands. A visual and tactile examination found no kinks or damage along its length. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the left anterior descending (lad) artery. A 2.25x16mm promus element ¿ drug eluting stent was selected for use and advanced but failed to cross the lesion and the stent body was bent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).